Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a hole on his back under the tactile box on his back, along with an area under the left therapy electrode where the lifevest has rubbed and there is bleeding. There was no alleged device malfunction contributing to the irritation. Patient was prescribed polysporin cream by a physician. Follow up indicated that the skin irritation has improved.